Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2026-00341), was submitted on 05-feb-2026. Upon completion of the investigation, the manufacturing date was updated as 04-jan-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 01-apr-2026 against "lot number 6004829 and similar malfunction codes: occlusion in the tubing and/or tubing connectors - blockage, occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched).the review confirmed that lot 6004829 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 01-apr-2026 against "lot number" criteria equal 6004829 and similar malfunction codes occlusion in the tubing and/or tubing connectors - blockage, occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). The count of complaints is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6004829 was manufactured according to the work instruction (wi) version 96 and manufactured in the multivac m10 on 04/jan/2024 with a total of (B)(4) units. The welding, of the lot 3m02439 was manufactured according to the wi version 33 and manufactured in the welder machine ls06 - ls07, on 16/dec/2023, with a total of (B)(4) units. The welding, of the lot 3m01414 was manufactured according to the wi version 34 and manufactured in the welder machine ls24 - ls25 - ls11, on 16/dec/2023, with a total of (B)(4) units. The welding, of the lot 4a00799 was manufactured according to the wi version 33 and manufactured in the welder machine ls11 - ls24 - ls25, on 09/jan/2024, with a total of (B)(4) units. The welding, of the lot 4a00631 was manufactured according to the wi version 33 and manufactured in the welder machine ls24 - ls25 - ls11, on 04/jan/2024, with a total of (B)(4) units. The sub-assembly gluing connector, of the lot 3m01204 was manufactured according to the wi version 36 and manufactured in the gluing machine 03, on 16/dec/2023, with a total of (B)(4) units. The sub-assembly gluing connector, of the lot 3m02425 was manufactured according to the wi version 36 and manufactured in the gluing machine 03, on 16/dec/2023, with a total of (B)(4) units. The sub-assembly gluing connector, of the lot 4a00791 was manufactured according to the wi version 37 and manufactured in the gluing machine 03, on 09/jan/2024, with a total of (B)(4) units. The sub-assembly gluing connector, of the lot 4a00630 was manufactured according to the wi version 37 and manufactured in the gluing machine 03, on 06/jan/2024, with a total of (B)(4) units. The sub-assembly gluing connector, of the lot 4a00788 was manufactured according to the wi version 37 and manufactured in the gluing machine 03, on 07/jan/2024, with a total of (B)(4) units. The sub-assembly gluing connector, of the lot 4a01408 was manufactured according to the wi version 37 and manufactured in the gluing machine 03, on 04/jan/2024, with a total of (B)(4) units. The sub-assembly gluing connector, of the lot 4a00628 was manufactured according to the wi version 37 and manufactured in the gluing machine 03, on 04/jan/2024, with a total of (B)(4) units. The sub-assembly gluing of tubing, of the lot 3l02550 was manufactured according to the wi version 57 and manufactured in the gluing machine sc06 - sc05, on 16/nov/2023, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following; a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6004829 and related malfunction codes for occlusion in the tubing and/or tubing connectors - blockage. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Patient city: (B)(6), patient country: australia.

Event description:
Reference number (B)(4) event occurred in australia. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. Insulin does not exit tubing and resistance was observed. No further information available.